Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer noted that the orange cable was found unplugged and when they plugged it in, that is when the alarm appeared. They did not notice any kinks or breaks in the cable or sensor. The getinge representative recommended they coil up the orange cable and mark it ¿broken¿. The inner lumen had been working fine as the arterial pressure source. There was no patient harm or adverse event reported.

Manufacturer narrative:
UDI related data quality updates only: complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).